Event description:
It was reported on november 2nd 2023 that during a 3 dimensions procedure the c-arm rotated on its own while the system was not being used. A field engineer examined the equipment and discovered that the buttons of the c-arm were sticking. The c-arm buttons and ribbon were replaced and the system passed all tests and is functioning per manufacturers specifications. No patient injury or staff reported.

Manufacturer narrative:
Di: (B)(4).

Manufacturer narrative:
The control inserts were returned for investigation. The ribbon cable was scrapped by the field engineer on site therefore no further investigation could be performed on the ribbon cable. 2 control inserts were returned for additional investigation a visual inspection of the returned control inserts confirmed the rotation button on the right control insert was difficult to move/ sticking. The buttons on the left control insert showed signs of wear but had no issues with moving/sticking. Further investigation of the right control insert showed that the slide/rock mount was broken. The visual inspection confirmed that the cause of the uncommanded motion and sticking rotation button on the right control insert was a broken slide/rock mount. Risk trending was performed and the occurrence remained very low. A CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no other complaints for uncommanded c arm rotation. Additionally, the complaint review identified the failing control inserts were original to the system therefore, the DHR was reviewed. There were five discrepancies noted in the DHR however none of the discrepancies were related to the control inserts. The installation of the c arm control inserts was recorded under (B)(4) with no failures/issues noted. System product code: 3dm-sys-std. Serial number: (B)(6). System manufacture date: 3/7/2019. System installation date: 3/29/2019. Unique device identified (UDI): (B)(4).